Event description:
It was reported that during a laparoscopic cholecystectomy the clips fell out of the jaws of the device when loaded. This event occurred prior to placing the clip on the duct. There was no patient consequence.